Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The product analysis found the device produced an instant regrasp alarm when activation attempts were made. The devices was disassembled and it was identified that the red wire had disconnected from the connector on the rotation wheel. Jaw wire can interfere with the spindle during rotation of the continuous rotation wheel, causing the separation of the female hirose connector soldered to the contact pad of the continuous rotation wheel, or otherwise breaking the electrical connection between jaw and continuous rotation wheel. It was reported that the device had no seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device stopped working. The reported issue was confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic surgery, the device's activation tone heard or energy delivery was noted but the stopped responding and could not seal after about 2 seals. Sealing was not performed as many as it needed to be cleaned. Another ligasure was used appropriate with the same generator. There had no bleeding and no patient injury.